Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. D4 (catalog number, UDI number) g5, and h4 are unknown. No information has been provided to date.

Event description:
It was reported that a pump had a no disposable-clamp tubing alarm. The alarm was silenced and the pump was powered off/on. The pump still has no disposable alarm. The settings were reviewed. The pump still has no disposable alarm. The pump was powered back off. The intravenous (IV) tubing was clamped, cassette removed, tubing rubbed, and tapped cassette on hard surface two times. The cassette was replaced and turned pump back on, but still has no disposable alarm. The process was repeated again and turned pump back on. The pump still has a no disposable alarm. The pump was powered back off. There was 5.6 milliliters left of the medication. There was no harm to the patient. There was no patient injury.